Event description:
It was reported by dealer that the irc5po2v concentrator is alarming, no additional information was available regarding the patient and usage. No injury or property damage reported.